Event description:
It was reported that patient underwent an initial total hip arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2010 due to fever and wound issues. The acetabular cup was removed and replaced. Patient underwent a further revision procedure on (B)(6) 2010 due to luxation. The femoral stem was removed and replaced. Patient underwent a third revision procedure in (B)(6) 2011 due to luxation.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions."

Manufacturer narrative:
This follow-up report is being filed to relay corrected information. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions."

Event description:
It was reported that patient underwent an initial total hip arthroplasty on (B)(6), 2009. Subsequently, the patient experienced fever and wound issues in (B)(6) 2009. The patient was revised on (B)(6) 2010 due to luxation. The acetabular cup was removed and replaced. Patient underwent a further revision procedure on (B)(6) 2010 due to luxation. The femoral stem was removed and replaced. Patient underwent a third revision procedure in (B)(6) 2011 due to unknown reasons.